Event description:
Sq remunity self-fill pt via remunity pump. Pt reports currently in hospital due to blood clot in leg and infected site. Pt went changed site and when removed it looked bad so went to ER for clot and infection. Unknown date pt presented to hospital. Pt received 2 new pumps recently. Pt keeps getting pump failure on new pump. Pt also had to go through 3 cartridges and needles to fill pump. Serial number not provided. Pt started remunity device in (B)(6) 2023. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes, upon return. Did we replace the device? Pt received 2 new pumps recently; did the patient have a backup device they were able to switch to? Yes, what troubleshooting was completed? Sending email to nce team to call pt and go over pumps again so there is less waste. Did pt experience missed doses/interruption in therapy? No. Diagnosis for use: pulmonary arterial hypertension. Pt code: 4595. Device code: 2447. Referenced report: mw5177961.